Manufacturer narrative:
Concomitant product: product ID: 309328, lot# 0209144714, implanted: (B)(6) 2015, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a loss of efficacy and a return of symptoms on (B)(6) 2015. The cause of the event was unknown. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was reprogrammed on (B)(6) 2015 and the issue was resolved. The patient later reported they had a loss of efficacy with return of symptoms and painful stimulation (B)(6) 2016. The ins was reprogrammed on (B)(6) 2016 and the issue was resolved. The event was assessed as not serious, not related to the procedure, and not related to stimulation. No surgical intervention occurred or was planned and the patient was alive with no injury. The patient's medical history is idiopathic functional incontinence since 2011.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved between (B)(6) 2015 and (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the patient had an unplanned visit on (B)(6) 2016. The event resolved on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex . If information is provided in the future, a supplemental report will be issued.